Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient wanted to increase stimulation because it was not working. Additionally, it was noted that they had turned it off for an MRI of the patient's head and the patient called 911 because of a possible stroke. The patient had to have someone come to the hospital to turn it off for the MRI. According to the caller the system was off for 6 months until about a month and a half ago when it was turned back on. The caller then indicated that the patient's therapy was better before it was turned off for the MRI. During the call the patient's stimulation was confirmed to be turned on and the patient was assisted with increasing stimulation from 0.9 to 1.0. The patient was advised to follow-up with their healthcare provider (hcp) in order to resolve their symptoms. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.